Event description:
Customer reported her freestyle lite blood glucose meter turned on with the button, but not with test strip insertion. She further reported that because of this she has not tested her glucose for more than a month. She also reported she experienced vertigo, diaphoresis, weakness and excessive vomiting, resulting in a loss of consciousness. No third-party medical intervention was engaged, nor did customer self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.